Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Interrogation of the pulse generator found no pacing pulse and inappropriate measured data. The cause of the anomaly was a failing reference voltage. The terminals of the filtering capacitor became electrically shorted by conductive epoxy. Once the capacitor was replaced, the device functioned normally.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) with the eri flag triggered. Measured battery data was 0 v, less than 1 kohm, 45 ua, 65.7 ppm. The pacing pulse was not observed on the ECG. Pacing markers were noted but they were void. The device was explanted.